Manufacturer narrative:
Reference MFR report # 2916596-2017-00191 for the report of the driveline fault. (B)(4). Approximate age of device ¿ 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a chronic driveline infection requiring incision and drainage procedures. The patient continued to be on suppressive antibiotics and had been stabilized. The information was communicated when reporting a driveline fault alarm event. No additional information was provided.

Manufacturer narrative:
Correct event date is (B)(6) 2016. The specific date of onset of driveline infection was not provided, therefore the event date was estimated as (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Following the report of a driveline infection, the patient remained ongoing on (B)(4) until they underwent a pump exchange on (B)(6) 2017 due a suspected driveline issue. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00191. Evaluation found no adhered thrombus formations or depositions. The pump passed functional testing. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.